Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was not available for investigation and was not returned to fisher & paykel healthcare (fph) (B)(4). Attempts to obtain further information with regards to the the reported leak were unsuccessful. Without the complaint device or additional information from the healthcare facility we are unable to determine definitively the root cause of the reported fault and what may have caused the problem experienced by the customer. All rt265 breathing circuits are pressure tested for leaks before releasing for distibution. Any breathing circuit which fails these tests is discarded. This suggests that the damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient; set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before use, which is in line with our user instructions.

Event description:
A hospital in texas reported that an rt265 infant dual-heated evaqua2 breathing circuit was "leaking at the connection port". This was found before patient use.